Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the caller was in a health care professional (hcp) office waiting room and had talked with a patient who stated that they only had the stimulator in for 2 years and had it removed because of issues the patient had with the stimulator. The caller reported that per the patient they had the stimulator removed and were back at the hcp office to have injections. The caller was asked but did not have information regarding the patient or device information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.